Event description:
It was reported that there was an increase in respiratory rate with the oxylog 3000 plus used. A pneumothorax was detected on the subsequent CT scan. The device alarmed. At this time, a malfunction of the device/use error which has potentially contributed to the outcome cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was an increase in respiratory rate with the oxylog 3000 plus used. A pneumothorax was detected on the subsequent CT scan. The device alarmed. At this time, a malfunction of the device/use error which has potentially contributed to the outcome cannot be excluded.

Manufacturer narrative:
The investigation was based on the reported event, video- and logfile analysis of the affected oxylog 3000plus with product serial no. (B)(6). It was reported that when using the oxylog the breathing frequency increased. It was detected that the patient had a pneumothorax. According to the logs no technical failure or any unusual device behavior could be found. The device has alarmed and alerted to the setting made as specified. Ventilation continued without interruption. The on-site draeger technician determined that the reusable expiratory valve used had a missing diaphragm on the internal check valve. This may be the cause of the reported high respiratory rate, as a missing diaphragm may have caused the self-triggering of additional breaths, which can be seen on the video provided by an asterisk icon in the upper left corner of the screen for each trigger. Testing the device, as reported, only by connecting a test lung is not a proper device test. According to IFU, a full device test must be performed before each use. This could have also detected a missing diaphragm. According to the log, the alarm limit for high frequency was set to the maximum (rr hi 100/min) and never changed, therefore no high frequency alarm was displayed. The attached videos show that the airway pressure never exceeded the set limit of 30 mbar, but outside of the video frequency, it is not known if the pmax reached the user-set limit of 47 mbar. In case of a technical problem (e.g. 'Fast breathing occurred') the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. It is unclear why a high frequency should have caused the reported pneumothorax. The reported broken flow measurement line can have an influence on the expiratory flow measurement, which is only a monitoring value, it does not influence the inspiration. A device malfunction could be excluded. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.